Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-06123 / 06124).

Event description:
It was reported patient enrolled in a clinical study underwent total knee arthroplasty on an unknown date. Subsequently patient underwent an irrigation and debridement procedure on (B)(6) 2006 due to infection. The poly bearing was removed and replaced. Additionally, the patient underwent a revision procedure on (B)(6) 2008 due to infection. All components were removed.

Manufacturer narrative:
This follow-up report is being filed to correct product identification.